Event description:
It was reported that during a below the knee tibial angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery with an ipsilateral approach. This total occluded lesion was located in the moderately tortuous and severely calcified tibial artery. This 300cm v-14 controlwire was selected and was advanced successfully on the first pass; however, on the second pass, the tip of the wire broke off. It was noted that the physician was pushing against the occlusion and felt that the tip may have doubled up and caught on the calcification. The physician pushed again and the tip snapped off at the bend. The 1.5cm of wire remained inside the patient. An attempt was made to retrieve the piece using a non- bsc retrieval catheter but discarded this idea and decided to stent. The procedure was completed with placement of a promus element stent. An angiogram was taken to ensure that there was no vessel damage. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a below the knee tibial angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery with an ipsilateral approach. This total occluded lesion was located in the moderately tortuous and severely calcified tibial artery. This 300cm v-14 controlwire was selected and was advanced successfully on the first pass; however, on the second pass the tip of the wire broke off. It was noted that the physician was pushing against the occlusion and felt that the tip may have doubled up and caught on the calcification. The physician pushed again and the tip snapped off at the bend. 1.5cm of wire remained inside the patient. An attempt was made to retrieve the piece using a non- bsc retrieval catheter but discarded this idea and decided to stent. The procedure was completed with placement of a promus element stent. An angiogram was taken to ensure that there was no vessel damage. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: over 50.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a fracture at 298.3 cm from the proximal end and the last 1 cm from the distal end was bent. The device appears to have been pulled/pushed against resistance. All outer diameter measurements were within specification. The unit was sent to an external analysis (analytical lab) determine its fracture mode. The following results were obtained: failure occurred due to a fatigue event in a cyclic bending moment. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).